Event description:
It was reported that the patient had a boston scientific spinal cord stimulation device and was "wanded" at the airport and got a huge shock.(B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).